Event description:
Complaint rec'd stating that the plaintiff "was wearing boot during therapy. Pt has diabetic neuropathy and does not feel pain in this part of his leg. During therapy his skin was being lacerated and he was unable to feel that his skin was being damaged."